Event description:
Home patient reported experiencing a reload set alarm during priming of the homechoice set. The home patient attempted to clear the alarm 3 times without success. The home patient discarded the cassette and resumed therapy was completed without incident. No patient injury or medical intervention was reported per home patient.